Manufacturer narrative:
A ge service representative performed an onsite investigation. The camera was evaluated and replaced, and calibrated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system intermittently failed to fluoro. There are no reports of patient injury or death associated with this event.